Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) system underwent a tricuspid valve replacement. It was unknown if the leads contributed to the tricuspid valve needing replacement. During the procedure, the right ventricular (rv) lead, the non-boston scientific right atrial (ra) lead and this left ventricular (lv) lead were cut at the superior vena cava (svc) junction and surgically abandoned. A portion of the lv lead remained in the coronary sinus. It was noted that the crt-p remained implanted in the patient, and a leadless pacemaker was also implanted. The crt-p was reprogrammed due to the leads being surgically abandoned. After the procedure, an alert was observed for low out of range impedance on the ra lead and high out of range pacing impedance on the rv and lv lead. However, these alerts were due to the leads being surgically abandoned. No additional adverse patient effects were reported.